Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle only, 25 g x 1 in needle clogged. The following information was provided by the initial reporter: stated that they are having issues aspirating/drawing as well as administering/pushing fluids through.

Manufacturer narrative:
H6: investigation summary: thirteen samples were provided to our quality team for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was connected to a syringe with saline solution. One sample did not expel the solution due to clogged. It could be possible that a process variation occurred at lubricant application process inducing the symptom reported. Verification of the lubricant application process was performed. The settings were correct and alignment of fixture was good. The flow of product was also good. A device history record review was completed for provided lot number 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the sample analysis the symptom reported is confirmed in one of the thirteen samples received.

Event description:
It was reported that the bd safetyglide¿ needle only, 25 g x 1 in needle clogged. The following information was provided by the initial reporter: stated that they are having issues aspirating/drawing as well as administering/pushing fluids through.